Event description:
While respiratory therapist was performing a ventilator assessment and attempting to start a nebulizing treatment through the ventilator, the ventilator screen went entirely blank with no information showing for 3-5 seconds. The ventilator continued to ventilate although there were not audible alarms. The screen came back on within 3-5 seconds with correct values. The respiratory therapist changed out the ventilator and contacted biomedical engineering for an assessment. Upon receipt to biomed, they were not able to recreate the issue. Biomed contacted getinge technical support and within a few days a field engineer was onsite for an assessment. Getinge pulled service logs from the ventilator and forwarded to their main campus for further investigation. Biomed and respiratory therapy team contacted getinge sales and regional technical support manager to notify them of the issues experienced. Device not returned to service until further notice. In addition, we experienced a similar issue the prior week when the respiratory therapist was performing a ventilator assessment. Upon entering the room the ventilator screen was blank. The ventilator was still functioning and there was no harm to the patient. Within a few seconds a circle appeared on the screen as if the machine was updating or rebooting. A new machine was obtained quickly and the device was removed from service. Respiratory therapy team contacted biomedical engineering for further evaluations. Biomed immediately contacted getinge technical support who dispatched a field service engineer. The regional manager was notified of the issue. The field engineer completed initial evaluation of the ventilator and pulled service logs for further evaluation and assessment by getinge team. Device not returned to service until further notice. Both ventilators were operating at software versions 2.1 and on same mode: pediatric, invasive, simv (prvc) +ps.

Event description:
While respiratory therapist was performing a ventilator assessment and attempting to start a nebulizing treatment through the ventilator, the ventilator screen went entirely blank with no information showing for 3-5 seconds. The ventilator continued to ventilate although there were not audible alarms. The screen came back on within 3-5 seconds with correct values. The respiratory therapist changed out the ventilator and contacted biomedical engineering for an assessment. Upon receipt to biomed, they were not able to recreate the issue. Biomed contacted getinge technical support and within a few days a field engineer was onsite for an assessment. Getinge pulled service logs from the ventilator and forwarded to their main campus for further investigation. Biomed and respiratory therapy team contacted getinge sales and regional technical support manager to notify them of the issues experienced. Device not returned to service until further notice. In addition, we experienced a similar issue the prior week when the respiratory therapist was performing a ventilator assessment. Upon entering the room the ventilator screen was blank. The ventilator was still functioning and there was no harm to the patient. Within a few seconds a circle appeared on the screen as if the machine was updating or rebooting. A new machine was obtained quickly and the device was removed from service. Respiratory therapy team contacted biomedical engineering for further evaluations. Biomed immediately contacted getinge technical support who dispatched a field service engineer. The regional manager was notified of the issue. The field engineer completed initial evaluation of the ventilator and pulled service logs for further evaluation and assessment by getinge team. Device not returned to service until further notice. Both ventilators were operating at software versions 2.1 and on same mode: pediatric, invasive, simv (prvc) +ps.